Event description:
It was reported that the patient presented to a follow up and was diagnostically imaged prophylactically; the lead insulation was abraded. The lead's electrical function was tested and no anomalies were observed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.